Event description:
It was reported that the device was explanted after an implant duration of approximately 9.2 months, due to unknown reasons. No further details were provided.

Event description:
During the installation of the technical service bulletin, the abbott service representative noticed the architect wash zone ground strap was corroded. No incidents or injury occurred.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Upon further review, this customer ticket was cancelled as it was a duplicate ticket and is no longer associated with correction and removal, 1628664-7/24/09-001-c. The final investigation will be addressed in ticket number (B)(4).